Event description:
The customer reports the device has a service required message when first powered up. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and confirmed a power pca problem. The power pca was replaced to resolve the problem. All performance assurance tests passed and the device was put back into service.